Event description:
During a thrombectomy procedure, the surgeon used a 3 fr embolectomy catheter. The surgeon inserted the catheter and encountered resistance when removing. Once removed, the staff noticed that the tip of catheter was missing. No defects noted in catheter prior to use. Incident occurred during first pass.